Event description:
The intralase fs laser was used to create corneal flap(s) for lasik surgery (exact date(s) not provided), the surgeon is seeing approx 10% of patients' with diffuse lamellar keratitis (dlk) post-operatively. The degree of dlk varies from trace to 3+ through 4+ including several cases of central toxic keratopathy (ctk). A couple of pts required flap lift and rinse due to stage 3+ and 4+ dlk. The surgeon confirms that all cases have resolved with steroidal treatment with no significant loss of vision. No pt info was provided, as the site did not keep track of all pts that presented with dlk, once it had cleared.

Manufacturer narrative:
A clinical development specialist (cds) has been in contact with the physician since 03/14/2008 obtaining patient follow-up status. According to the physician, the root cause of the reported event was narrowed down to the gloves that were being used during surgery. Since the surgeon changed the brand of gloves being used, there has been no further cases of dlk. On 4/13/07 an intralase field service engineer (fse) visited the site and checked energies at output of objective, and all was within specs.